Manufacturer narrative:
G4: 29sep2020. B4: 05nov2020 . The field service engineer (fse) replaced the power management (pm) board to address the reported issue. The reported restart was not duplicated or verified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
The customer reported that the unit was in the patient's room and in standby when it shut off. The patient was not connected to the unit. The customer contacted product support and was advised to check the significant event log. The customer reports that the unit has a restart error logged. Product support advised the customer to replace the cpu board. The customer later returned their call and reported that the day before the therapist had trouble getting the unit to start up. The customer insisted that the issue is the power management board and requested that the case be dispatched to the field. The customer reported that the unit was not in use on a patient.